Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: 7.5; lab: 2.3. Time between testing: 2 hrs. Pt's dose of coumadin has been stable at 10mg since (B)(6) 2011. Pt self tester recently fractured her ankle and noticed a pooling of blood in her ankle. Date not provided on when she broke her ankle, but she did state that they lowered her dose of coumadin due to the blood pooling in her ankle. Pt stated that the dose change was in no relation to results obtained on the inratio2 meter.

Manufacturer narrative:
Investigation pending.